Manufacturer narrative:
Related voluntary medwatch form received: mw5154828.

Event description:
Voluntary medwatch form received states: appeared to be atrial lead far field r-wave (ffrw) oversensing of the ventricular tachycardia (vt). Noted that the atrial sensing is happening sometimes before, at the same time and or after the ventricular sense occurs.